Manufacturer narrative:
Additional information: the device remains in the patient's eye; thus, date of implant is indicated. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# refence: (B)(4).

Event description:
It was reported that the surgeon observed both stents secured in the trabecular meshwork (tm) during a cataract plus trabecular micro bypass stent system procedure. During irrigation and aspiration, the surgeon noticed that one (1) was no longer secured in the tm, and believed to have migrated out of the tm into the vitreous intraoperatively. Per report, intraoperative visualization was poor due some red blood cells (rbcs) observed in the anterior chamber (ac). The surgeon has consulted with a retina specialist regarding patient care. Additional information has been requested.